Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. The device was not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection at the lead incision site following the implant procedure. There was also report of a seroma at the ipg pocket. The patient was admitted to the hospital and was provided IV antibiotics. The device was explanted and the seroma was aspirated. There was no report of further complication.